Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient has been experiencing issues with this inflatable penile prosthesis (ipp). The patient states that the device is not working properly. A revision has not been set.

Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. B1: adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, h6: impact codes were updated.

Event description:
It was reported that the patient has been experiencing issues with this inflatable penile prosthesis (ipp). The patient states that the device is not working properly. A surgical procedure was performed and the pump was removed and replaced. There were no additional patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient has been experiencing issues with this inflatable penile prosthesis (ipp). The patient states that the device is not working properly. A revision has not been set.

Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. B5 describe event or problem has been updated. H6 device, patient, evaluation conclusion codes have been updated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had been experiencing problem with this inflatable penile prosthesis (ipp). The patient felt pain and the device was difficult to inflate. A surgical procedure was performed and the pump was removed and replaced. There were no additional patient complications reported.